Event description:
It was reported that a spectrum pump alarmed constant/ false upstream occlusion. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, a false upstream occlusion alarm was reproduced. A review of the event history log revealed multiple 'upstream occlusion' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of calibrated specification upstream sensor readings. The sensor could not be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.